Event description:
On 10/12/1999 and 10/13/1999, the account obtained negative testpack plus hcg combo obc results for two serum samples from a pt. Quantitative results for the same samples were positive on the axsym analyzer. A random catheterized urine sample also gave a weak positive result with the same lot of testpack plus hcg combo obc reagent. No report of injury.